Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided for two events. Elevated blood glucose was addressed with a correction bolus via the pump. The customer was guided by tandem technical support to perform various troubleshooting steps, however, bolus deliveries did not complete successfully prompting a pump replacement. The customer continued to use the pump.